Event description:
Reportedly, when an attempt was made to cardiovert the patient at 200 joules, the device would not charge past 50 joules. A backup device was immediately made available and used. The patient was not resuscitated but the reporter indicated patient outcome was not affected by the report, due to timely use of the backup defibrillator.